Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3008829311-2018-00119. It was report that patient experienced ineffective stimulation due to low impedance on the drg leads at the lumbar level l2. As a result, surgical intervention may be undertaken at later date to address the issue.

Event description:
Device 2 of 2. Reference MFR report# 3008829311-2018-00119.

Event description:
Device 2 of 2. Reference MFR report# 3008829311-2018-00119. Additional information identified that left l2 drg lead was autoreducting and x rays confirmed lead migrated. As a result, surgical intervention was undertaken wherein the right l2 lead was explanted and replaced. Reportedly, effective stimulation was established post-operatively. Issue is resolved.